Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and medical records, it was learned a 25mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to endocarditis. The explanted device was replaced with a 23mm 3300tfx aortic valve. Patient post-operative status noted as in recovery. The patient was transferred to ICU in stable condition. Per medical records, the patient presented with abnormal EKG and elevated troponin. Tte revealed a low ef and a vegetation on 11500a valve with severe pvl and was diagnosed with endocarditis. The patient was treated medically for few weeks and has completed a course of antibiotics. The patient underwent redo avr. Intraoperatively, the bioprosthetic valve was visualized and found to be dehisced on at least 70% of its circumference. There were some remaining pledgets intact to tissue, but that tissue itself was nonviable and not attached to the left ventricle or aortic root. There was annular abscess with about 80% of the annulus had been destroyed and either replaced with soft connective tissue or necrotic muscle from the lv outflow tract. The 25mm 11500a aortic valve was explanted and replaced with a 23mm 3300tfx aortic valve and aortic root reconstruction was performed with large rectangular patch of bovine pericardium. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported to not be available. Attempts to retrieve additional information were unsuccessful. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through implant patient registry it was learned a 25mm 11500a aortic valve implanted two (2) years, four (4) months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 3300tfx aortic valve. Patient post-operative status noted as in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.